Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap of a capd disconnect y set was disconnected. The customer did not use the device. This event occurred before use. There was no patient involvement. No additional information is available.